Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the guide wire did not get good rotation and required multiple turns to withdrawal from the ipl. It was also reported that the ipl 'dislocate' a lot of times and undersensing exhibited. Diagnostic testing/troubleshooting was performed. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.